Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00091 on 19-mar-2025. Additional information (26-mar-2025): siemens received the feedback from the customer that the instrument is no longer in use, and they moved to the alternate instrument for patient sample testing.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an advia chemistry xpt system outputted an out-of-range quality control (qc) and erroneous results on multiple patient samples with multiple assays due to oil contamination. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the system, cleaned up the oil contamination, observed lamp/spectro was not functional, loaded approved bath oil on the system, and ran qc, which recovered acceptably. The customer stopped using the system. Siemens is evaluating the event.

Event description:
The customer reported that erroneous results were obtained on multiple patient samples with multiple assays on an advia chemistry xpt system. Among all the initial results, few results were not reported to the physician(s) as they were not realistic. The samples were repeated on an alternate advia chemistry xpt system. The repeat results were considered correct and reported to the physician(s). The customer did not provide the patient results data to siemens. There are no known reports of patient intervention or adverse health consequences due to the event.